Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Reported event was unable to be confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the initial surgery. No revision surgery notes or primary post-ops or office noted were provided to verify the tibia dislocation issue. The x-ray dated pre-revision surgery noted no dislocation, loosening or fracture but found minimal lucency along with the tibial component. Also, implants were anatomically aligned. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Per package insert, persona the personalized knee system: dislocation is known adverse effect of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one-year post implantation due to dislocation. There is no additional information at this time.